Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot # s0912, with expiration date 05/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Irritant effusion at the knee [joint effusion]. Swelling [joint swelling]. Four synvisc injections given [incorrect dose administered]. Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a (B)(6) female patient, initials (B)(6). The patient had a history of gonarthrosis. The patient received 4 injections of 2ml synvisc from lot s0912. The first injection was given on (B)(6) 2010 and the last injection was given on (B)(6) 2010. The physician permanently stopped synvisc in the patient. On an unspecified date the patient experienced an irritant effusion at the knee and severe swelling. A punction was necessary and performed. The patient was also treated with intra-articular administration of cortisone on an unspecified date. The physician assessed the events as severe in intensity and definitely related to synvisc. As of the date of receipt of this report, the patient's outcome was unknown. See (B)(4) for other cases from this reporter. Additional information was received on (B)(4) 2010 in the form of a qa investigation summary. The production and quality control documentation for lot# s0912, with expiration date 05/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report. Synvisc is labeled for the administration of three 2ml injections.